Manufacturer narrative:
Corrected data: h4 (the correct device manufacturer date has been provided). Three attempts were made obtain additional information including the reprocessing steps but were unsuccessful. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to clogged nozzle. Additional information found: deep scratches in the distal end plastic cover complete video, holes on the bending section cover glue, crack on the light guide lens, no flow in the air/water supply butt after removed, nozzle capacity was ok, clogged nozzle, cracked glue and tiny chip at the end of the objective lens, buckle near insertion tube boot, and recommended control knob play. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the air/water nozzle seems clogged when using the colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.